Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The serial number of the lancing device is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two years prior to calling adc customer service on (B)(6) 2015, the freestyle lancing device he had been using did not penetrate his skin and because of this he could not check his glucose. Customer further reported on an unspecified date/time customer experienced a loss of consciousness and was treated by paramedics with a glucagon injection and additional glucose. No further information was provided by the customer because he refused to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.